Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vented high-volume inlets had hair in outer packaging. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, h11. H11: two (02) actual devices were received for evaluation. Visual inspection of returned samples showed black particles of foreign matter on the inlet tube. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.